Manufacturer narrative:
Age at time of event: patient is 18 years or older. Device evaluated by MFR: the unit was returned in a generic plastic bag. The guidewire was carefully inspected and it was encountered that the polymer jacket was completely detached and it was not returned. No more visual damages were found in the device. Additional detailed pictures of the distal end were captured. Outer diameter of middle of the device and the proximal section are within specifications. The overall length and od of the distal tip were not within specifications.

Event description:
Reportable based on device analysis completed on 27aug2020. It was reported that guidewire entrapment occurred. A 300cm, 8cm poly tip v-18 control wire was selected for use. However, the wire was stuck in the support catheter and could not be pushed nor withdrawn. Subsequently, the physician retrieved both the guide wire and the support catheter together. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a polymer jacket detachment.